Event description:
It was reported that a patient with a cardiac resynchronization therapy device experienced palpitations. The patient has a non-boston scientific lead implanted in a left bundle branch area pacing (lbbap) position and connected to the left ventricular (lv) port of the device. Due to a relatively elevated pacing threshold at implantation, a boston scientific ingevity lead was also implanted as a backup lead and connected to the right ventricular (rv) port. The patient has chronic atrial fibrillation, no atrial lead is present, and atrioventricular node ablation had been performed. Ventricular pacing was reported as 100%. Device interrogation showed no stored arrhythmia episodes. Review of device diagnostics and histograms demonstrated sensed events on the rv channel, primarily at rates of approximately 90-100 beats per minute. The sensed events could not be correlated with intrinsic ventricular activity or documented ventricular tachyarrhythmias. The findings were assessed as likely related to functional or farfield sensing associated with paced ventricular activation rather than true ventricular arrhythmia. No sustained or non-sustained ventricular tachycardia was documented. Technical services provided troubleshooting options. At this time, the device remains in service. No adverse patient effects were reported.